Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the gauge was moving unsteadily. A 26 advantage balloon catheter inflation device was selected to inflate a balloon catheter. Upon preparation for a percutaneous coronary intervention, it was noticed that the pressure gauge was not fixed on the indeflator and the gauge was moving unsteadily. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.